Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of stroke was reported two days after a catheter ablation procedure for ventricular tachycardia, where the nrg transseptal needle was used among other devices including the intellamap orion and intellanav mifi open irrigated catheters (boston scientific). There was no medical intervention reported. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.